Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2021, it was reported by a sales representative via sems that an ar-9236-03pp glenoid trial central post snapped off. This was discovered during a procedure, patient was not affected. Additional information received 10/28/2021: while surgeon was trailing the glenoid trial, during an anatomic total shoulder arthroplasty procedure, the central peg broke inside the patient. The surgeon was able to retrieve all broken fragments and patient was not affected. Case was completed as planned.